Manufacturer narrative:
A ge service rep performed an on site investigation the malfunction was verified. Identified a faulty interconnect cable. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system will not take x-rays. There was no report of patient injury.